Event description:
I had a second pass of lasik on my left eye. It has been over a year and I still have constant pain on my eye especially in the am after waking up. "Is the product compounded: yes."